Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that on the pt the needle did not insert the cannula in the skin and that his blood glucose reached 300 mg/dl. The pod was worn between 1 and 4 hours.